Event description:
It was reported that two days after the implant surgery, the patient experienced syncope due to pain and a burning sensation in the chest. No further information is available at this time.